Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit optics sensor module failure.

Manufacturer narrative:
Corrected fields: d4, h6 (investigation findings & conclusion). The failure analysis and testing department received the following part number: 0997-00-1169, fiber optic module. Part number: 0012-00-1562, serial number: (B)(6), howdy fiber optic cable extension assembly. The fiber optic module assembly is made of p/n: 0670-00-0764_a, s/n: (B)(6), swemco fiber optic interface module board. P/n: 0992-00-0290_b, s/n: (B)(6) fiso. These parts were received with a reported unit failure of fiber optic sensor failure. The failure analysis and testing department performed a visual inspection of the parts received and found that all the parts are in good condition. The failure analysis and testing department installed part number: 0997-00-1169 fiber optic module and part number: 0012-00-1808 fiber optic cable extension assembly serial number: (B)(6) fiso in the cardiosave test fixture. And tested jointly and separately to factory specifications in accordance with cardiosave service manual. The failure analysis and testing department verified the fiber optic sensor failure experienced by the customer. The fiber optic test failed because of a bad connection of the fiber optic cable extension connectors. Retaining the fiber optic cable extension assembly in the failure analysis and testing department per procedure. Retaining p/n: 0670-00-0764_a, s/n: (B)(6) swemco fiber optic interface module board in the failure analysis and testing department per procedure. This part revision is obsolete and no longer able to be tested by the supplier. Sending p/n: 0992-00-0290_b, s/n: (B)(6) fiso to the respective supplier for more analysis per procedure. The failure analysis and testing department performed a visual inspection of 0012-00-1562 and found that all the parts are in good condition. The bad connection of the white or red wire likely affected signal integrity, leading to the test failure.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6(type of investigation, investigation findings, investigation conclusion), h10. It was reported that cardiosave intra-aortic balloon pump (iabp) with fiber optics sensor module failure. A getinge field service engineer evaluated the unit and he could not find any physical damage to the fiber optics input connector. There were no errors on start up in the clinical application mode. Connect fiber optics tester with balloon catheter and patient trainer. Balloon pump was able to connect and recognize the fiber optics. Autofill with fiber optics calibration was successful. Restart the unit in service mode and performed a fiber optics test three times. Each time, unit was able to pass within manufactures specification. Reviewed the error log and saw the following errors: error code# 53 fos continuous bit failed. Possible cause according to the manual text: "the fiber optics sensor failed continuous built in test. The fault is generated by the fiber optics module" although I could not reproduce the error whole on site. The generated error in the log gave enough cause to replace the fiber optic module as a precaution. It is unknown of patient involvement.

Event description:
N/a.